Event description:
The customer reported system is displaying error code 253. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel processor. System operates as intended. (B)(4).